Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the lead helix was damaged upon multiple re-positioning attempts. The lead was removed and replaced. The patient was in stable condition.